Manufacturer narrative:
If implanted; give date: not applicable as lens removed during initial procedure. If explanted; give date: not applicable as lens was removed during the initial procedure. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore as the lens opened during insertion of the intraocular lens, the patient's posterior capsule tore. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/30/2018. Device returned to manufacturer? Yes. Device evaluation: the returned product was received in its original packaging. Visual inspection shows the lens was not in the designated daisy wheel or the cartridge. However, the lens was later found at the back of daisy wheel. Visual inspection under 12x microscope magnification was performed. Both lens haptics were observed in good condition with no abnormalities and no cosmetic issue found on the optic. Lens was further measured, and all measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. The complaint could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been provided.